Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient heard the pump start beeping on (B)(6) 2018. He went to the office on (B)(6) 2018 for a pump reading and it was determined that the pump was alarming with a motor stall. No patient symptoms were reported. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was going to be replaced in the next few weeks. The issue was not resolved at the time of the report. The patient status was ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on 03-may-2018 who reported that the pump was explanted. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump upon receipt indicated ¿hm¿ (hydromorphone) was the drug in the pump with a concentration of 5.0 mg/ml and a dose of 3.5022 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. Conclusion code 11 and results code 3233 are no longer applicable. If information is provided in the future, a supplemental report will be issued.